Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received indicating that the physician believes the cause of the high impedance values is potential lead damage. The lead will be replaced, but at this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.